Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the defibrillator was not holding a charge on battery power and is therefore failing during self-tests. There was no reported patient involvement.